Event description:
It was reported that during an atherectomy procedure, withdrawal difficulties were encountered. The lesion being treated was located in the proximal right coronary artery (rca). No predilation was performed. The rotablator system was platformed at 165,000 rpms. First, a 1.25mm burr was used for 2 ablations, however, there was no significant drop in rpms. Then the burr was exchanged for a 1.5mm and 2 ablations were performed with a drop of less than 5000 rpms. All four runs were for approx 30 seconds. The 1.5mm burr then became hung up on the proximal end of the lesion upon withdrawal and could not be removed. A wire was advanced over the burr, and a maverick 2.15 x 15mm balloon was inflated twice to 12 atms. The burr was then able to be moved forward but not backward. A 3.0 x 15mm balloon was then inflated to 12 atms, and the burr could be removed in dynaglide. There were no pt symptoms and no interruption of blood flow. The procedure was completed with this device, and pt status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.